Manufacturer narrative:
The pump was returned to animas. Evaluation confirmed multiple low and replace battery alarms due to short battery life. The pump was booted to the verify screen and no overheating was duplicated. The pump's electrical current was tested and found to be above specifications. A component was found to be defective during the current draw. Although the pump current was out of specification, the complaint that the pump overheated was not duplicated.

Event description:
The pt's mother reported that the battery would only power the pump for a day and has done so for a week. Previously, the battery lasted about two weeks, then only lasted one week. She states that at times, the pump felt warm to the touch. She denied any skin damage or medical intervention from using the warm pump. The reporter said the pump was loaded with alkaline batteries and denied using rechargeable batteries. She denies any problems associated with corrosion in the battery compartment. The battery cap was easily secured to the pump and was only three months old at the time of the complaint.